Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages, arrhythmia alarms) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the reported messages was isolated to an open pulse wire in the trunk cable. The cause of the reported alarms was isolated to a short in ECG "c." An unused pulse wire in the cable migrated into ECG electrode, causing a short. The root cause for the open wire was excessive force. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a patient was receiving excessive "check therapy pad" messages and arrhythmia alarms.